Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she had passed out due to a hypoglycemic event, and was taken to the hospital. The blood glucose reading was 21 mg/dl. The customer was wearing the insulin pump at the time of the event, and it was removed by emergency medical services. The customer stated that she had a kidney problem and did not know, had not been eating right and putting the wrong readings into the insulin pump.